Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the patient was taken to the operating room to be placed on extracorporeal membrane oxygenation (ECMO). Fiber optic sensor worked after intra-aortic balloon insertion. Once placed on ECMO and chest was left open they received ¿unable to calibrate¿ message and then ¿iab sensor failure¿. Patient is currently on non-pulsation flow via ECMO and the fluid column is being used to see the arterial waveform. The sensor was to be checked again once the patient was taken off from ECMO and after chest was closed. There was no reported injury to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was taken to the operating room to be placed on extracorporeal membrane oxygenation (ECMO). Fiber optic sensor worked after intra-aortic balloon insertion. Once placed on ECMO and chest was left open they received ¿unable to calibrate¿ message and then ¿iab sensor failure¿. Patient is currently on non-pulsation flow via ECMO and the fluid column is being used to see the arterial waveform. The sensor was to be checked again once the patient was taken off from ECMO and after chest was closed. There was no reported injury to the patient.